Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was intermittently fluctuating and depleting quickly. Additionally, on multiple, intermittent occasions the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Additionally, it was reported that the customer received multiple intermittent continuous glucose monitor error 42. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 171-400s mg/dl.